Event description:
Poked in the mouth [mouth injury]. Brushhead...no longer staying securely attached - oral b [device breakage]. Male consumer via e-mail stated that the oral-b brush head would not stay securely attached to his oral-b pro 4 3767 toothbrush and it poked him in the mouth several times mid-brushing. No serious injury was reported. 29-dec-2021 case update: suspect product dose/product lot updated to 5cb92651702. No serious injury was reported. 08-feb-2022 case update: the concomitant product was oral-b power oral care refills crossaction eb50. No serious injury was reported.

Manufacturer narrative:
24-feb-2022: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Poked in the mouth [mouth injury]. Brushhead. No longer staying securely attached - oral b [device breakage]. Male consumer via e-mail stated that the oral-b brush head would not stay securely attached to his oral-b pro 4 3767 toothbrush and it poked him in the mouth several times mid-brushing. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.